Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and reported that he was unable to reproduce the alleged malfunction. However, the stm did see several error codes in the diagnostic logs that pointed to a communication problem with the main board. The stm replaced the main printed circuit board and recalibrated the iabp. He then ran the iabp for three hours and intermittently powered it on and off. The iabp passed all functional and safety tests per factory specifications. The iabp was then returned to the customer and cleared for clinical use.

Event description:
It was reported that while the cs300 intra-aortic balloon pump (iabp) was in use on a patient ,the iabp stopped pumping, the screen went blank and then the iabp generated the alarm electrical test fails code #4. The customer tried to power the iabp off and on a couple of times but that didn't resolve the error. No patient harm, serious injury or adverse event was reported.